Event description:
A (B) (4) male patient contacted zoll lifecor customer support to inform that his charger was showing a flashing red light when one of the batteries was placed in it. The patient was sent a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not holding a charge was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has been determined. The battery cells were replaced. No adverse event resulted from the defective battery cells. The patient was provided with a replacement battery.